Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor touchscreen not working properly was not confirmed. The system monitor (serial #: (B)(6)) was returned for analysis to the european distribution center (edc). The unit powered on as intended. Preventative maintenance was performed. The reported event was unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed for the system monitor (serial #: (B)(6)) and the system monitor was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 16dec2015. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor did not work properly. The center reported a malfunction of the touch screen. Touch screen results were blocked and it needed to be switched on and off for the system monitor to work again. The system monitor was replaced with a new one.